Event description:
Event description guidant received information that the patient with this implantable lead recieved a shock and the corresponding shock impedance was elevated. The daily measurements display some out-of-range shock impedances, however the current impedance measurement (in the electrophysiology laboratory) is normal.